Event description:
During an mr exam, the pt indicated she felt considerable warming over her entire body which became slightly uncomfortable but suddenly stopped. I believe this was during the 3rd sequence (ti). During the last sequence (t1), the pt felt considerable warming again which became intense during the last few minutes of the study. At the time of my original conversation the pt had indicated that she wanted to complete the study as she had waited a considerable period of time for her MRI appointment. During today's phone conversation, she indicated was about to squeeze the ball but the study ended. The intense heat was along the medial aspect of both thighs, 3-4 inches above the knee. The technologist asked her if she was ok when she came out of the magnet and she indicated she had some discomfort along the inner aspect of both thighs as described above, with redness noted in these areas. Shortly afterwards, prior to leaving the MRI ste, a small blister had formed in both these areas. The MRI technologist had offered cold compresses as there was no ice available and the pt indicated it was her preference to go home. This incident occurred in other country.

Manufacturer narrative:
Our experts analyzed the images generated during the pt's examinations. No abnormality was found which would indicate a system malfunction. The sar values were relatively high (first level controlled operating mode) but well within the limits defined by the mr safety standard. The applied rf in this case (2, 7 w/kg averaged over 6 min) should not represent a risk under normal circumstances and scan conditions. The body matrix mr coil and the spine matrix mr coil which was used for the examination of the pt were returned to our factory and analyzed by our engineering dept. The investigation revealed that the coils were heavily contaminated and showed considerable traces of use. The locations of the burns are typical indication for an rf loop as described in the magnetom avanto system manual on page a.2-11-12. And a.2-17. In this particular case, it can be assumed that the loop was formed by the pt's inner side of the thighs which may have built a skin contact with each other.